Event description:
Reference number: (B)(4). Event occurred in egypt. It was reported that the patient experienced an infusion set bent cannula event on (B)(6) 2026. The insertion site was the abdomen, and the infusion set had been in use for one day.the patient's blood glucose level was 400 mg/dl, and the patient was treated with a manual injection. No further information available.